Event description:
The physician delivered two resolute integrity drug eluting stents to a calcified lesion in the rca with 100% stenosis. The lesion vessel diameter was big in some area. Stent malapposition in some area was confirmed. Approximately 6 months post index procedure, the physician was carrying out a non-target vessel revascularization of the lcx and the cag suggested stent fracture at rca. There was an aneurism which had been confirmed prior to stint deployment and it became bigger. A part of strut was not able to be confirmed by images. Poba performed using 4.0mm balloon catheter. No symptoms reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (stent fracture). Patient's condition affected effectiveness of device (lesion morphology) - 100% stenosis and calcification. (No results available since no evaluation performed) - device or procedural images not provided for review. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - 100% stenosis and calcification. Inherent risk of procedure - (stent fracture). (B)(4).